Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the mega suturecut needle driver instrument had a wire sticking out at the tip. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. The issue was identified during the procedure under first surgeon console view of the instrument. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. It is unknown if there were any cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) were available for isi review.